Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture/deflation". Later healthcare professional reported "grade 1 to almost grade 2 nipple areolar ptosis, "indentation or concavity", "double bubble type appearance in the left lower pole" and "mild pain in my shoulders, mild pain in my neck and back". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed two openings through microscopic inspection assessed as fold flaw opening and surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture/deflation". Later healthcare professional reported "grade 1 to almost grade 2 nipple areolar ptosis, "indentation or concavity", "double bubble type appearance in the left lower pole" and "mild pain in my shoulders, mild pain in my neck and back". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Clarification d1: the device is "mcghan 68mp". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture/deflation". This record is for the right side. The device was explanted and replaced.